Event description:
It was reported that prior to an intervention, a shaft hole was observed. A 15 x 4 flextome cutting balloon was selected. During testing, outside of the patient, it was noted that air was coming out around the balloon. As the device was not used, no patient complications were reported. The patient's status was fine.

Event description:
It was reported that prior to an intervention, a shaft hole was observed. A 15 x 4 flextome cutting balloon was selected. During testing, outside of the patient, it was noted that air was coming out around the balloon. As the device was not used, no patient complications were reported. The patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified a hypotube kink approximately 44cm from the catheter strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. An inner lumen detachment was also confirmed. The inner had detached from the distal balloon bond. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).